Event description:
It was reported that on (B)(6) 2025, an unknown sized amplatzer amulet was implanted using an unknown sized abbott delivery sheath. Prior to procedure, the patient was in stable condition and no pericardial effusion was reported. The transseptal puncture was inferior-posterior. 24000 units of heparin was administered during procedure. Less than 48 hours post-procedure, circumferential pericardial effusion was observed in the 4 chamber view; cardiac tamponade was also present. Pericardiocentesis was performed. It was reported that on (B)(6) 2025, the patient passed due to "multiorgan failure with haemopericardium."

Manufacturer narrative:
An event of implant-related tissue damage was reported with patient effects of pericardial effusion, cardiac tamponade, and death. A returned device assessment could not be performed as the device remains implanted. As the lot number was not provided and there is no indication of a product issue, so no device history record or lot specific similar complaint review is required. Based on the available information and medical review, a cause for the reported implant-related tissue damage with patient effects of pericardial effusion, cardiac tamponade, and death could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, an unknown sized amplatzer amulet was implanted using an unknown sized abbott delivery sheath. Prior to procedure, the patient was in stable condition and no pericardial effusion was reported. The transseptal puncture was inferior-posterior. Less than 48 hours post-procedure, circumferential pericardial effusion was observed in the 4 chamber view; cardiac tamponade was also present. Pericardiocentesis was performed. It was reported the patient passed due to "late pericardial effusion."

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.